Event description:
It was reported that the patient had an inflatable penile prosthesis (ipp) implanted on (B)(6) 2019. An infection at the scrotum and penis was identified. The device was explanted and replaced. The patient is expected to fully recover.